Event description:
It has been reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found cracked during use. The following has been provided by the initial reporter: cracks on the top of the tube so that the lid is released when in use.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found cracked during use. The following has been provided by the initial reporter: cracks on the top of the tube so that the lid is released when in use.